Event description:
The central monitoring system (cns) screen went blank a few times, each time the customer powered the screen on then off. It came back on but would go dark again. MFR ref #:8030229-2014-00045.